Event description:
It was reported to philips that the device is unable to reads its 12-lead ECG. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation, the fse was unable to replicate the reported failure. The fse verified that they were able to obtain a 12 lead reading. Philips is unable to rule out that a malfunction did not occur. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device is unable to reads its 12-lead ECG. There was no patient involvement.